Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that two spyscope ds ii access & delivery catheters were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed for the treatment of common bile duct stones on (B)(6) 2024. During the procedure, when the physician attempted to use the spyglass, the catheter did not show any lights when plugged into the controller. Reportedly, they opened a second spyglass. However, the second catheter did not work either. The physician placed a plastic stent, and the procedure was not completed due to this event. There were no patient complications reported as a result of this event.